Manufacturer narrative:
Samples were serum. No specific sample information was provided. Customer indicated that all controls were recovering properly. Customer ran an mg precision test and was within acceptable range. A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse replaced the wash collars and reagent probe a. The fse ran a carryover test and did not pass. The fse returned on (B)(6) 2011 and reported that the wash station on the reagent side was not flushing the mixer paddle. The fse flushed the wash station and ran carryover test again and passed. No further issues have occurred in regard to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely high magnesium (mg) and triglyceride (tg) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. No incorrect mg results were reported out of the laboratory. However, some tg results were reported out of the laboratory, were amended upon repeat analysis. The customer did not provide tg results, but indicated that the results were very high and were normal upon rerun. Patient treatment has not been impacted in this event.